Manufacturer narrative:
(B)(4).

Event description:
It was reported upper out of range high voltage lead impedance was noted on the transmission. It is suspected the increase was a result of device encapsulation and not a lead issue. The patient will continue to be monitored. No patient symptoms were reported.